Event description:
The dentist reported that 40 days after the dental implant was installed in intraoral region # 27 it was seen its non osseointegration. Fifty ncm of primary stability was achieved and immediate load was not performed.